Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a perforator failed to disengage resulting in dural damage. The procedure was completed with a replacement product and the event led to less than 30 minutes surgical delay. The manufacturer of the drill used with the perforator was ace clap elan 4. It is unknown if the recommended spring tests were performed between each burr hole. Is also unknown if the dural damage required intervention/treatment.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator (ID (B)(6) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.